Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of the tissue in an open bypass gastrectomy procedure, the staple line was incomplete distally, the staple partially fired. Another reload was opened to complete the case. There was no patient injury.